Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutoff while the customer was sleeping. The customer's blood glucose (bg) level was impacted (700 mg/dl) the customer delivered a manual injections to stabilize bg level. During the call with tandem technical support, review of the pump data revealed multiple low power alerts/alarms, the pump shut off due to insufficient battery power.